Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. Reportedly, the customer required third party assistance in treating the high bg by their kids helping administer insulin injections. The customer fell and hit their face during the high. The customer performed a supply change and continued to use the pump for insulin therapy.